Event description:
As reported by the affiliate, during preparation leakage proximal to catheter luer hub was noticed.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.